Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that there was a cracked display screen and a broken keyboard, the overlay was therefore replaced and calibrated and the keyboard replaced. The keyboard case hinges were also found to be broken and were therefore replaced. Product ID: 2067 radio frequency programmer head; (B)(4).

Event description:
It was reported that the programmer had a cracked display screen and a broken keyboard. The programmer was returned for service. It was indicated that there was no patient involvement associated with this event. Both the programmer and the programmer head which was returned as an associated device, subsequently tested out of specification during manufacturer's analysis.